Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event loop detachment.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician went down and opened the snare. The tip of the snare became detached. The physician then withdrew the snare and used retrieval forceps to remove the snare tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event.